Event description:
Healthcare professional reported deflation of right device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation of right device. Healthcare professional additionally reported capsular contracture baker grade I. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified flat creases, wear abrasion, no openings were found in the device and white particles in device outer surface. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional additionally reported capsular contracture baker grade I.